Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not identify a leak condition; therefore, no root cause was determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an infusor leaked during filling. Reportedly, the reservoir ruptured and then moisture was observed on the outside of the housing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.